Event description:
Consumer reported feeling a foreign body sensation in her vagina upon removal of the tampon. She saw a physician who stated that there was no cotton remaining inside of the vagina.

Manufacturer narrative:
(B)(4). This closes out this report unless add'l significant info is rec'd.